Event description:
It was reported that the hand piece for battery powered driver runs constantly when battery is plugged in. There was no patient involvement. It was reported that there was no further information regarding the issue.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: service and repair evaluation: the customer reported that 05.000.008 runs constantly when battery is plugged in. The repair technician reported that circuit board button was failed, debris was present on motor and shield, electric cable cord was damage, motor was running low or insufficiently and sticky trigger. Also preventive maintenance was required. The cause of the issue is user error. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: device history record (DHR) review conducted: part# 05.000.008 synthes lot# 006671 supplier lot# 006671 release to warehouse date: 24.may.2017. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.